Manufacturer narrative:
Returned for evaluation was one (1) 19cm probe. As received, the ceramic tip was detached. The customer only returned the shaft portion of the probe. The device shaft was returned severed from the device applicator handle. The only remaining section of the tip is the 4mm section still attached to semi rigid. The center conductor, ferrule and end washer have detached. The exact failure mode is unknown, this failure mode is possibly the result of excessive external forces being applied as stated above. The customer's reported complaint description of tip fractured and detached was confirmed. Root cause for the tip detachment could not be definitively determined; potential contributing factors are thermal event or external forces. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications, i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a 19cm solero applicator. The applicator was tested for 10 seconds at 100 watts prior to percutaneous insertion with no reported issues. The unit was set for 140 watts for 6 minutes for the first ablation cycle. The second ablation was performed at 40 watts for 4 minutes. The unit was then set for 140 watts for 4 minutes. While ablating the large 5x4 renal lesion, the probe tip broke off in the patient. They had ablated with the same probe 2 times and on the 3rd ablation they did not noticed any changes on the CT image. When they removed the probe, they noticed the tip was missing and it was able to be seen on the CT scan. The patient is not a surgical candidate, so they determined to leave the tip. The procedure was completed with another applicator. Patient was admitted overnight for observation. Physician thought he might have used excess or lateral force. Additional information: no error messages were received during the procedure. The applicator was not removed and inspected between ablation cycles. The doctor has been using solero product for greater than 4 years.